Event description:
It was reported the trial patient had stimulation in the wrong location. It was noted the trial reduced the frequency of the patient¿s urination and reduced their symptoms by fifty percent for one day. It was reported the stimulation moved from the bladder to the buttocks the next day and the patient lost symptom relief. It was noted the manufacturer representative suggested an x-ray to see if the leads had moved. It was reported the patient¿s trial ended the day prior to call. It was noted the patient felt a difference with bending and twisting. It was reported the patient felt as though the lead had moved. It was noted the patient wanted the implant, but wanted a full trial first.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).